Manufacturer narrative:
This was not an issue with the product.

Event description:
Alleges customer was leaving a local attraction, headed out the door, the brick steps blended into the sidewalk, and the chair landed on top of customer.